Event description:
The pt was undergoing extensive esophageal procedure: robotic assisted ivor lewis esophagogastrectomy, mediastinal, celiac and periaortic lymphadenectomy with vats, j-tube, gastric mobilization and omental pedical flap. During the procedure there was an issue with the dst eea orvile. The surgeon relayed that the sutures did not seem tight and this precipitated the dislodge/disconnect - x3 - of the device. The third time there was a call placed to endoscopy remove the device during the surgery. There was no injury to the pt as a result of the events. The MFR has been notified and remaining lots were returned and replacements requested.